Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Hernia recurrence is a known inherent risk of surgery. Regarding recurrence the warning section of the instructions-for-use, provided with the device states, "to prevent recurrences when repairing hernias, the prosthesis should be large enough to extend beyond the margins of the defect." Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2014 - the patient underwent surgery for the repair of an incisional hernia. As reported, a bard/davol ventrio st hernia patch was implanted to repair the hernia defect. On (B)(6) 2014 - the patient underwent an additional surgery to repair the hernia defect and remove the patch. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventrio st hernia patch.

Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Hernia recurrence is a known inherent risk of surgery. Regarding recurrence the warning section of the instructions-for-use, provided with the device states, "to prevent recurrences when repairing hernias, the prosthesis should be large enough to extend beyond the margins of the defect." Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 3 months post implant of ventrio st, patient was diagnosed with hernia recurrence and adhesions thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists adhesions as a possible complication. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2014 - the patient underwent surgery for the repair of an incisional hernia. As reported, a bard/davol ventrio st hernia patch was implanted to repair the hernia defect. (B)(6) 2014 - the patient underwent an additional surgery to repair the hernia defect and remove the patch. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventrio st hernia patch. Addendum per additional information provided: (B)(6) 2014 - patient was diagnosed with incisional hernia thereby underwent laparoscopic repair with the implant of ventrio st. Per operative notes, ¿the hernia defect was measured and dissected. A ventrio st mesh was placed within the abdomen centered and secured.¿ (B)(6) 2014 - patient visited hospital and was diagnosed with recurrent abdominal incisional hernia with small bowel obstruction. (B)(6) 2014 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with implant of phasix mesh (device #2) and mesh removal (device #1). Per operative notes, ¿adhesions were taken down and the hernia sac was dissected from the subcutaneous tissue along with old mesh (device #1). A phasix mesh (device #2) was placed over the top of the posterior fascia and secured.¿ (B)(6) 2014 - patient had multiple hospital visits for seroma and abdominal wall infection thereby underwent incision and drainage. Attorney alleges that the patient had adhesions, pain, mesh shrinkage, nerve damage, seroma, infection, hernia recurrence and emotional injuries. It is also alleged that the patient had loss of sex life, scarring, kidney damage due to antibiotics.